Manufacturer narrative:
"Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported by the vad coordinator that this patient's batteries were not lasting very long and were switching early. Preliminary log file analysis performed by the manufacturer engineer confirmed the reported event. The battery was exchanged without consequence to the patient.

Manufacturer narrative:
The reported event of premature switching was confirmed on the returned battery. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis revealed multiple premature switching events triggered by (B)(4). These premature switching events can most likely be attributed to momentary disconnections between the battery and the controller. Log file analysis also revealed that the battery was able to power the controller for an acceptable amount of time. A power consumption issue could not be confirmed. Analysis revealed that the device passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. The most likely root cause of the reported event can be attributed to momentary disconnections between the battery and the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.